Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent system was implanted during an endoscopic ultrasound (eus) procedure approximately two years prior to (B)(6), 2012. According to the complainant, the indication for the stent placement was to drain a pancreatic pseudocyst. The physician planned to remove the stent 6-8 weeks following the stent placement; however, the patient did not return for the follow-up appointments. On (B)(6), 2012, the patient presented at the emergency room where it was discovered that the stent had eroded into the splenic artery. The covering of the stent had eroded and tissue ingrowth was present through the stent. The patient was sent to interventional radiology and approximately 25 embolization coils were placed in the splenic artery and surrounding vessels to help prevent hemorrhage during the stent removal. The physician then attempted to remove the stent. During removal, the stent wires fractured into approximately 10-20 pieces. The physician successfully removed every fragment of the stent with forceps. The stent removal took approximately one hour. Following the procedure, the patient was stable and no additional medical intervention was performed. The patient was sent home. Note: based on the information provided, this device was not used per the directions for use (dfu). The intended use/indications for use section of the dfu states "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms." However, according to the complainant, the indication for the stent placement was to drain a pancreatic pseudocyst.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent system was implanted during an endoscopic ultrasound (eus) procedure approximately two years prior to (B)(6) 2012. According to the complainant, the indication for the stent placement was to drain a pancreatic pseudocyst. The physician planned to remove the stent 6-8 weeks following the stent placement; however, the patient did not return for the follow-up appointments. On (B)(6) 2012, the patient presented at the emergency room where it was discovered that the stent had eroded into the splenic artery. The covering of the stent had eroded and tissue ingrowth was present through the stent. The patient was sent to interventional radiology and approximately 25 embolization coils were placed in the splenic artery and surrounding vessels to help prevent hemorrhage during the stent removal. The physician then attempted to remove the stent. During removal, the stent wires fractured into approximately 10-20 pieces. The physician successfully removed every fragment of the stent with forceps. The stent removal took approximately one hour. Following the procedure, the patient was stable and no additional medical intervention was performed. The patient was sent home. Note: based on the information provided, this device was not used per the directions for use (dfu). The intended use/indications for use section of the dfu states "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms." However, according to the complainant, the indication for the stent placement was to drain a pancreatic pseudocyst. **additional information received since may 30, 2012** according to the complainant, the patient presented at the emergency room on (B)(6) 2012 due to abdominal pain. The pseudocyst was located in the pancreas. The stent placement was performed transgastrically through an incision in the stomach to the pancreas. The stent was placed to drain fluid from the pseudocyst into the stomach. The stent was not placed in very close proximity to the splenic artery; however, the stent had eroded through the pancreatic tissue into the artery. The stent did not migrate. In the physician's assessment, there was no malfunction of the stent; the stent erosion occurred because the stent was left implanted for too long. Rat-tooth forceps were used to remove the stent fragments from the patient.

Manufacturer narrative:
(B)(4):although the exact upn was not provided, the device was reported to be a wallflex fully covered biliary stent.the complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.